Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (service code 2102) was confirmed. Per 91c0011, the service code indicates that one of the critical voltages being monitored was found to be out of range. The data record can be interrogated to identify the specific voltage along with any contextual information available. The cause for service code was due to defective belt node to therapy electrode assembly. The root cause for the service code 2102 was the defective bn to te assembly. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 2102